Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 3005751028-2019-00026.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 3005751028-2019-00026.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right hip procedure. Subsequently, the patient was revised approximately 11 years later due to instability, dislocation, synovitis, implant wear, pseudocapsule, and pain. The liner was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.